Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the leadwas performed.

Event description:
It was reported that an infection occurred. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5076-45 implantable pacing lead implanted: 2011-(B)(6); 6944-58 implantable tachy lead implanted: 2011-(B)(6); d274trk implantable cardioverter defibrillator (ICD) implanted: 2011-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.